Event description:
Reportedly the pump was in use for a pt for pca therapy. Subsequent to starting the pump it was noted that the syringe was empty and the amount given over time did not match the volume missing from the syringe. There were no pt incidents or delivery issues. Reporter suspects tampering and removal of pain medication from the pump.